Event description:
It was reported the patient fell on her scs ipg and has since experienced the device inconsistently turning on when prompted in additional to the device feeling hot to the touch. Surgical intervention will be taken at a later date to address the issues.

Event description:
Additional information received identified the heating at the pocket site occurs at all times.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.